Event description:
The patient was implanted with a left ventricular assist device (lvad). Ti was reported by the vad administrator that the patient experienced dark tarry stools for a week. The patient is hemodynamically stable. The patient's antihypertensives and coumadin are being held. The patient's inr is 1.9. The patient was given a nexium drip. The hospital staff feels that it is likely that the patient has an upper gi bleed. The patient was discharged to home 6 days later with a stable hemoglobin on lovenox.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.